Event description:
Case was initially received via regulatory authority (food and drug administration, reference number: mw5080720) on 07-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("I've been in pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), genital haemorrhage (seriousness criterion medically significant) and fatigue ("exhausted"). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and fatigue outcome was unknown. The reporter provided no causality assessment for fatigue, genital haemorrhage and pelvic pain with essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events. Incident - no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5080720) on 07-nov-2018. The most recent information was received on 27-nov-2018. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("I've been in pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), genital haemorrhage (seriousness criterion medically significant) and fatigue ("exhausted"), 1 day after insertion of essure. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and fatigue outcome was unknown. The reporter provided no causality assessment for fatigue, genital haemorrhage and pelvic pain with essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.